Event description:
This lead was intended for implant in (B)(6). During the procedure, it was reported the physician experienced difficulty inserting the stylet to facilitate positioning of the lead. Attempt to overcome this issue with use of multiple stylets were unsuccessful. As such, a new lead was used to complete the procedure. No patient complications were reported as a result of this event.

Manufacturer narrative:
Evaluation codes: results - the complaint for "stylet insertion problem" was confirmed. As received, both lab stylets (straight and curve) used to recreate patient scenario encountered some resistance around 56 cm from terminal end, and moving forward. A visual inspection of one cross section the lead found that the stylet lumen was not uniform and had some narrowing (the shape was oval type rather than round) with majority of wires stranded on one side and could contribute to the reported issue. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.